Event description:
Paramedics from rescue 20 responded to a person described as in cardiac arrest. External pacing was administered. After an unknown period of time, the monitor allegedly displayed excessive artifact and pacing was partially inhibited to a rate less than what was set. The pt was resuscitated.